Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a rash on their back. The patient was given a corticosteroid treatment for the skin irritation. During a follow-up, it was reported that the patient's irritation improved after using the prescribed medication.